Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations. It was reported that the patient indicated her device had not been charged, not working and was dead. Caller reported the patient did not feel any stimulation. No further complications were reported/anticipated.